Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e06g, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported going to the hospital on (B)(6) 2015. While in the hospital, she was diagnosed with a mini stroke (transient ischemic attack) and mini seizures. She was taking blood thinner and anti-seizure medication. No potential causes or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.